Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. While filing the unit through the side fill connector, the top fill qdv disconnected and liquid oxygen spilled out. No injuries were reported.

Manufacturer narrative:
The subject base liquid oxygen device, caire liberator 30 (B)(4), was inspected at the customer site. During the on-site evaluation, it was determined that the qdv was inadequately tightened to properly seat the ferrule to the tube.